Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-02301). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented in clinic for normal follow-up the device could not be interrogated. The physician reported that two years before the patient had also experienced a vf episode that went untreated by the device. The device was explanted and replaced.